Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined as the leak was not confirmed during the returned analysis. It may be possible that there was a loose connection with the inflation device; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 6x30mm viatrac balloon dilatation catheter (bdc), water was leaking from the balloon and air bubbles were noted in the balloon during air aspiration; therefore, the bdc was not used in the procedure. Another same size unspecified device was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.